Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4) a carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative: onsite (B)(6) 2013 complaint is insp time control/display is erratic. Verified complaint - found wires loose at molex connector for it meter. Installed and crimped 2 new pins. Performed circuit calibration and performance checkout, paw=20, deltap=61 w/o humidifier.

Event description:
The customer reported insp time (it) knob is not responding quickly enough when they try to adjust it. Customer unable to confirm if it was in spec. Patient involvement is unknown.